Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No unexpected cracked sound during prime noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and stained address serial number label. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery and had heard a cracking noise. The customer's blood glucose level was 341mg/dl. The customer states the pump screen was also several scratches on the display. Troubleshoot was conducted and the alarm was resolved by complete set change. The customer was advised the pump would be replaced.